Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery the twin-fix anchor broke. All the pieces were removed from the patient by tweezers and grippers the procedure was completed without significant delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the device it is not in its original packaging. The insertion device, suture material and fractured anchor were returned. The proximal portion of the anchor was returned on the insertion device. The distal end of the insertion device is deformed. The anchor fractured just below the suture window and all returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.